Event description:
It was reported that the motor was not running. During testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for analysis. Service history review found no recent service history. Functional tests were performed and a "motor not running" error was produced whenever attempts were made to prime or begin an infusion. Internal inspection found that the main circuit board was misaligned and not installed correctly causing the motor rate sensor to be out of alignment from the worm coupling. The main board was installed to fix the issue. Further review of the event history log found a travel reverse error and visual inspection found that the leadscrew and clutch were worn and near the end of their service life. All the worn and damaged parts were replaced, and all sensors were recalibrated. The device then passed all functional tests after the repair.